Manufacturer narrative:
Product complaint # ==> (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the event date ((B)(6) 2025) was reported as being after the procedure date of (B)(6) 2025. Please confirm the procedure and event date. Ans: surgeon just gave estimation the procedure date was december. He didn¿t respond when contacted again. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure ans: chinese female age 45 date of index surgical procedure? Ans: december 2024 (surgeon only mentioned this) the diagnosis and indication for the index surgical procedure? Ans: appendicitis on what tissue was the suture used? Ans: skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal how was the suture placed (interrupted or continuous)? Ans: surgeon did not respond when contacted how was the suture originally tied (multiple knots, square knot, etc.)? Ans: surgeon did not respond when contacted please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Ans: patient complains of skin redness and serous discharge at port closure skin wound site. Please provide the onset date/time of the reaction from the initial procedure. Ans: the complaint was made 2 weeks post-op please describe any medical intervention required to treat the patient condition including medication name and results. Ans: surgeon applied dressing and prescribed oral antibiotics did the patient have an infection? Ans: surgeon assumed yes did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ans: surgeon mentioned giving after receiving complaints. Other times unsure. Were cultures performed? If so, please provide the results. Ans: no how much and what type of drainage is present in this wound? Ans: unknown were any pre-op cleansing procedures or products changed recently? If yes, please describe. Ans: no does the patient have a known allergic history to any medical devices, food and/or medication? Ans: not explored by surgeon was allergy testing performed? If so, please describe with results. Ans: no are there any photos available? Ans: no did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: no other relevant patient history/concomitant medications? Ans: unknown what is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: surgeon suspects patient is sensitive to triclosan. What is the patient's current status? Ans: resolved. Lot number? Ans: operation theatre staffs did not record the number.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event date (14-jan-2025) was reported as being after the procedure date of (B)(6) 2025. Please confirm the procedure and event date. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2025and suture was used. Post-op, 2 weeks after the procedure, the patient came with complaints of skin redness and serous discharge at port closure skin wound site. The surgeon applied dressing and prescribed oral antibiotics. The patient suspected to be reacting to the suture. Additional information was requested.